Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Service repair technician (srt) was unable to verify the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered when the perfusionist was priming the unit for a procedure the following day so there was no patient involvement. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. Per data log analysis, date change on the ccm caused the ¿caution: you have exceeded the 2-year service life of your batteries¿ message. System is powered off on (B)(6) 2019 at 1:17 pm. When it is powered up, the date has changed to (B)(6) 2074 which will cause the reported message. The next power up, the date is changed back (B)(6) 2019. The user can only change the date in a perfusion screen and this did not happen. Since the date is stored in the ccm, this seems like a ccm issue.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, a "caution: you have exceeded two year life of your batteries. Battery capacity may be reduced contact service for a replacement" message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate as intended through the evaluation.